Event description:
The consumer reported her thermometer was giving a low reading. The device was reading in a normal range despite her son feeling hot to the touch. The consumer eventually took her child to the doctor where his temperature was taken and it was confirmed that he had fever. The inaccurate reading caused a delay in medical attention. There were no complications from the delay.